Event description:
The nurse complained of questionable inr results from coaguchek xs meter serial number (B)(4). The nurse stated that the batteries had been removed and the date and time were not correct. At approximately 12:55 pm the result from the meter was 2.0 inr. At approximately 1:05 pm the result from the meter was 2.9 inr. At approximately 1:15 pm the result from the meter was 2.8 inr. A different finger was used for each measurement. There was no allegation of an adverse event. The patient's condition was 'stable, awake, alert, and ambulatory". The customer was not anemic, no other blood thinners, and no antiphospholipid antibodies. The customer has had no changes in diet and no new medications. The suspect device was requested to be returned for investigation.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips using quality control material. Testing results: qc 1: 1.2 inr , qc 2: 1.2 inr, qc 3: 1.3 inr , the obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (1.0 - 1.4 inr). All measurements were without error messages. The maximum difference between measurements was 4%. Relevant retention test strips (lot 353500) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.